Manufacturer narrative:
Philips has investigated this complaint. It was reported a connection issue occurred with the wireless footswitch (wfs) while the system was outside clinical use. A philips field service engineer (fse) evaluated the system onsite and confirmed the wi-fi l e d (light emitting diode) on the wireless footswitch (wfs) was red indicating a connection problem. The fse determined the wfs was defective and needed to be replaced. The fse replaced the wfs to resolve the issue; system was returned to specifications. Philips has re-evaluated this complaint as not reportable. The issue occurred while the system was outside of clinical use. The system's instructions for use (IFU) instruct the user to check that the wireless foot switch functions with the system and to ensure that its battery is fully charged prior to using it. Moreover, after implementation of the field safety corrective action, a wired footswitch is always available to be used with the system if required. This scenario is not likely to cause or contribute to a death or serious injury should it recur. As such, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a connection issue with the wireless footswitch. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported a connection issue occurred with the wireless footswitch (wfs) while the system was outside clinical use. A philips field service engineer (fse) evaluated the system onsite and confirmed the wi-fi l e d(light emitting diode) on the wireless footswitch (wfs) was red indicating a connection problem. The fse determined the wfs was defective and needed to be replaced. The fse replaced the wfs to resolve the issue; system was returned to specifications. The wfs was returned to philips for further analysis. Functional testing determined the wfs battery was not charging after connecting it to a charger. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred without patient involvement and was identifiable prior to procedure commencement. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.